Manufacturer narrative:
Product ID: 3057, lot# unknown, product type: screening device; product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the patient had worsening bladder symptoms and strong urgency with heavy leaks. The patient had inadvertently switched sides on (B)(6) 2018 from right at 1.6 to left before calling in. The patient was assisted in setting stimulation at 1.0 at the time of the call. The patient increased the left side to 1.3 after calling and then began to notice worsening bladder symptoms. The patient then called on (B)(6) 2018 to report the bladder changes were undesirable. The patient was encouraged to reduce stimulation back to a comfortable level of 1.0 on the left or switch to the right side. The patient was also redirected to their healthcare provider. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that the changed to the right side and contacted their healthcare provider. The patient stated the stimulation was comfortable on the right side. On (B)(6) 2018 the patient reported that they had to bend down a few times and was concerned that their leads may have shifted. No further complications were reported.